Manufacturer narrative:
Data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot 274167. Observations discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 4.6 inr, reference = 5.8 inr, mean = 5.20. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 274167 on (B)(4) 2013. Results as follows: (B)(4). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Corrective action is not required at this time.

Event description:
Customer reported discrepant results compared to lab results are as follows: date (B)(6) 2013, inratio: 4.6, lab: 5.8. Patient's therapeutic range: 2-3. Time between each method of testing: 10 minutes.